Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. Additionally, the battery incorrectly displayed issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating. Subsequently, the pump shut off unexpectedly. The customer's blood glucose was approximately 150-200mg/dl. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.